Event description:
Caller states that the following readings were allegedly obtained on a patient with two different inform meters within 10 minutes: hi (greater than 600 mg/dl) and 252 mg/dl. Caller was uncertain as to which inform meter was used with each result. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. (B)(4).